Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had broken screen and backside was popped off. The customer¿s blood glucose was unknown at the time of incident. The customer also report the insulin pump was crushed and insulin pump was not at all right and lots of crack and also state that rewind was lot slower. The insulin pump will not be returned for analysis.